Event description:
Additional information: it was reported that the patient was infected and had a long standing infection of the left ventricular assist device, a chronic driveline infection and new bacteremia. The patient had a couple of debridement procedures both at the implanting center and at an outside hospital.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The patient expired and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reports of hemorrhagic stroke, percutaneous lead infection, pump infection and could not be determined through this evaluation as the device was not explanted. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding, sepsis, percutaneous or pocket infection and stroke as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was being treated for sepsis, developed confusion, respiratory arrest, was intubated, and CT revealed hemorrhagic stroke. Neurology and neurosurgery was consulted, and no intervention was recommended due to the extent of the bleed. The patient expired on (B)(6) 2014 due to hemorrhagic stroke.